Event description:
It was reported by the eye care professional that a patient developed a corneal ulcer in his right eye during daily disposable contact lens use. The patient began using daily disposable lenses on (B)(6) 2013. The ulcer was diagnosed on (B)(6) 2013, during a contact lens refitting (clr) exam. The patient previously wore a two week contact lenses and used disinfecting contact lens solution in good compliance. Additional information has been requested from the ecp but not yet received.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore, further investigation cannot be performed. A trend related investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed. (B)(4).